Event description:
A pt reported blood glucose results of "85 mg/dl, 171 mg/dl, 129 mg/dl and 206 mg/dl with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.